Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: analysis could not reproduce the programmer shut down; however, there was an error found in the logs. The programmer failed antenna testing, and the left antenna was damaged during removal. The stylus tip was bent, but the stylus was functional. All found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested. The device passed all final testing. Non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer crashed and went to a black screen. The programmer has been returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.